Event description:
Customer reported going in a swimming pool with his insulin pump. When he got out, the device was locked up and the screen was counting up. There is fluid under the lcd screen and there are some cracks by the reservoir compartment. Customer's blood glucose is 67 mg/dl. He treated with breakfast and feels fine. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Moisture damage was found on the display board, mother board and on the motor. No buzzing noise or frozen display was noted. The insulin pump had a cracked reservoir tube window, cracked battery tube threads and minor scratches on the display window.